Event description:
The customer reported obtaining discrepant troponin I (access accutni) patient results from the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer reported the results out of the laboratory and the customer stated that two (2) patients were admitted to the hospital due to the elevated accutni results. This report references one of the patients (patient 2) who were admitted to the hospital; please refer to medwatch report #2122870-2013-00994 for the report of the other patient who was also admitted to the hospital. The customer stated that both patients were released from the hospital when the customer issued corrected reports. Samples were collected in lithium heparin plasma tubes and centrifuged at 3700 rpm for five minutes. The customer did not provide quality control (qc) data for review but stated that qc results passed within the established ranges prior to and following the erroneous results. The customer also had passing calibration and system check prior to the event. Unicel dxc 600i synchron access clinical system, serial number (B)(4), was used in conjunction with the access accutni reagent for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a high sensitivity system check which passed within specifications. The fse evaluated the instrument but did not note any hardware malfunctions. In conclusion, the cause of the false elevated accutni results cannot be determined with the supplied information.